Event description:
The manufacturer received information alleging a bipap a40 system silver ventilator inoperative condition occurred. A nurse reported that the device alarmed with an on-screen message "ventilator inoperative", the screen turned orange and stopped working while in patient use. This event reoccurred after powering up the device and then again, the next day after replacing the battery and humidifier. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed. The alarm logs confirmed the occurrence of " ventilator inoperative" alarm. It was identified that the writing of the event log had been processed incorrectly. An abnormality was considered to have occurred in data processing within the device at the time of the phenomenon. The device's software was upgraded to the latest version 3.6.1. To enhance the reliability of the internal data processing.